Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the lead site. It was noted the patient had a fall a few days prior. X-ray revealed lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2020 during which the lead was repositioned. The pain was resolved and effective therapy was established post-operatively.